Event description:
It was reported that the patient's ams 800 artificial urinary sphincter (aus) was removed and replaced with a new aus due to cracked pump tubing. Additional information received state that the patient experienced recurring incontinence. The patient is healing from the surgery.